Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation. The ratchet mechanism is stuck. The connection pin of the main part, the connection part and the inner parts of the instrument show scratches and grooves. This is due to movement in a dry condition. The drill diameter is in accordance with specification. The event is due to lack of maintenance. The information for use states "after cleaning and prior to sterilization, lubricate all moving instrument parts with an appropriate lubricant. Lubricants of a silicone basis are not recommended."

Event description:
It was reported that a patient underwent a laproscopic hernia repair on (B)(6) 2011 and an endoscopic needle holder was used. During the procedure, the device would not release. A second device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Device will not release. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.